Event description:
The consumer reported four (4) false negative results via social media with the binaxnow covid-19 antigen self test performed on an unknown date. This MFR. Report addresses test three (3) of four (4). Additional testing (platform - quidel) was performed on an unknown date which generated a positive result. The consumer stated they had covid based on how they felt. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.